Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that elevated blood glucose readings of 395- 565 mg/dl with her normal reading being 150 mg/dl. She stated she treated her readings by bolusing insulin. To troubleshoot, the time and basal rate profile on the patient's insulin infusion device was checked and verified to be accurate. The patient's basal rates were reviewed and the patient stated the rates are the ones recommended by her doctor. She said the doctor had lowered her basal rates. She stated she has contacted her doctor to discuss her readings and is waiting for a call back. The patient said she has been under added stress. Troubleshooting did not find any product issues. On follow-up, the patient stated her blood glucose readings are still elevated. She feels her basal rates need to be adjusted and plans to discuss this with her doctor. The patient indicated she would switch to her backup infusion device. On further follow up, the patient stated she has not been able to get in touch with her doctor and so she has been "playing around with basal rates myself." She stated her blood glucose readings have been in the 90-140 mg/dl range which is "fabulous". The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.